Event description:
It was reported that the user experienced hyperglycemia and administered an external multiple daily injection of insulin while still connected to the ilet; the user contacted support about 10 minutes after the injection and was instructed to disconnect from the ilet to prevent concurrent insulin delivery. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included a review of use conditions and user actions with focused education on insulin stacking risk. Investigation of this case revealed user-related use error, specifically injecting external insulin without disconnecting from the ilet, which risked duplicate insulin delivery; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to concomitant insulin administration and resolved through education and corrective use.